Event description:
A malfunction was reported on the customer's pump, identified with malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to revert to a multiple daily injection (mdi) therapy as a backup and was provided with a replacement pump. The replacement pump included updated software and instructions for programming settings and connecting the continuous glucose monitor. Technical support completed a field correction form on behalf of the customer, and the customer was instructed on returning the malfunctioning pump to avoid additional charges.